Event description:
The facility representative reported a colleague infusion pump with a user interface module board problem. This condition had the potential to interrupt delivery. This event occurred after replacing the lithium battery in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a uim board problem was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was not identified. There were no upgrades/repairs performed on this device due to estimate refusal by customer. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.